Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review, for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) five times as documented in the repair reports. The cutter was last returned with the mesher (serial number: (B)(4)) on (B)(6) 2017 and the collars, bushings, retaining rings and gears were all replaced. The device history record (DHR) and previous repair report review, for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter serial number (B)(4) six times as documented in the repair reports. The cutter was last returned with the mesher (serial number: (B)(4)) on (B)(6) 2017 and the collars, bushings, retaining rings and gears were all replaced. Initial qa inspection of the skin graft mesher revealed that the comb, roller, roller gear, side plates, hinges, and guide block were damaged. The calibration was out of specifications but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both failed do to an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plates, hinges, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. For the 1.5:1 cutter the bushings, collars and gear were replaced. The reported event was confirmed since during initial inspection the cutters failed to produce a passing mesh. The root cause of the incomplete mesh was due to the damaged cutters. A damaged cutter could result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the zimmer skin graft mesher gave an incomplete mesh on very thin skin during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.